Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in a damaged condition with the top case chipped and cracked. Event log review was performed and found check clutch/plunger lever error recorded in the event log history. The customer stated problem could not be verified after multiple flow and occlusion testing was performed. In additional, after the event log alarm history was reviewed, service noticed the that clutch was released during infusion causing the check clutch error. Service replaced both the damaged top case and the clutch half's left and right with leadscrew and spring as a preventative measure. The pump main board was also replaced as a preventative measure. Device passed all functional and delivery testing. The root cause was attributed to the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion.

Event description:
Information was received that this smiths medical medfusion 3500 pump displayed check clutch error message. Also reported that the pump had damaged top housing. No adverse effects were reported.